Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had high left ventricular pacing outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had high left ventricular pacing outputs and also that the device was at recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.